Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient¿s second and third surgeries related to the pump were because the patient had pump site pain and there was no pump issue to the hcp¿s knowledge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that he had 4 back surgeries related to his first pump. The first surgery was to implant the pump. The second surgery was after he was in an auto accident. The pump was in his front left abdomen and it had to be moved to his left flank after the accident. The third surgery was after he was in another auto accident. During that surgery, the pump was moved to his right flank. The fourth surgery was the pump replacement procedure, and they implanted his current/new pump in his front right abdomen. He then stated he wasn¿t sure if the third surgery was his current pump or the first pump, but he thought it was the first pump. He also stated that either the second surgery or the third surgery tore the pocket and he thought one of the surgeries was to rebuild a pocket, but he wasn¿t sure.